Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Device manufacture date: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in the gallbladder during a procedure performed on an unknown date. During the procedure, the stent was deployed in an incorrect location and the patient had "massive" pneumoperitoneum. Note: it was reported that the axios stent was intended to be placed in the gallbladder. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The hot axios stent is not indicated to be implanted in the gallbladder. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.